Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump received power reset error. The customer¿s blood glucose level was 84 mg/dl at the time of incident. It was also stated that the alarm occurred after battery change. The customer was advised that the insulin pump needed to be replaced. The insulin pump will not be returned for analysis